Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion exposing the outer coil consistent with abrasion caused by friction to another implantable device at 24.6 cm to 25.5 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.